Manufacturer narrative:
A ge representative evaluated the system and reseated a fuse which had partially come loose from a fuse holder. The system operates as intended.

Event description:
The customer reported, the system locked up, stopped fluoroing and displayed all squares on the mainframe display. No patient injury was reported.